Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
High, out of range and fluctuating pacing impedance measurements were observed. Lead damage was suspected but no visible damage was observed. The lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Correction: further information indicates the complaint was reported and filed on (B)(6) 2017, MDR-2017-46020 MFR #2938836-2017-33163.